Manufacturer narrative:
(B)(4) date sent: 8/25/2023 d4: batch # unk. Maude report # mw 3901330000-2023-8031. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were all pouch components retrieved from the patient?" An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic appendectomy, ethicon endo-pouch bag fractured while pulling out the specimen from the port site, causing contamination of the port site. No patient harm was reported.